Event description:
After the components were implanted, topical tranexamic acid was applied, and the wound was copiously irrigated. To begin closing, the short external rotators were repaired to the femur through drill holes with ethibond. A 2.0 mm drill bit was loaded on the drill by the surgical tech without issue and tested outside the body, and this was utilized to create drill holes through the proximal femur. The needle was directly passed with ease, with limbs thrown through the external rotators. The it band and skin was then closed in layers and a compressive silver lined dressing was applied, followed by a knee immobilizer and abduction pillow. A portable postoperative radiograph was obtained once the pt was transferred to his hosp bed, and the implants were in good position with no evidence of fracture. The film was reviewed in greater detail on a larger screen once uploaded to the system, and it was noted that a small metallic object was visible to near the greater trochanter. Ap and lateral views of the hip were ordered stat after speaking with the staff radiologist, and the portable firms were obtained, which confirmed a radiopaque object just lateral to the proximal stem in the proximal femur. Our next pt was on the operating table and therefore, the pt of concern was ordered to be sent to the radiology suite by dr walker for add'l films. After reviewing this film, it was determined that the most likely source was a 2.0 drill bit tip. The original drill bit used in the case was found in the sharps container and identified as missing the tip, which correlated with the size of the radiopaque object on the pt's postoperative radiographs. The case was discussed among our surgical team as well as dr (B)(6). Dr (B)(6) met with the pt directly to notify him that a retained drill bit tip was noted on the postoperative radiograph, and that it appears to be buried in the bone itself. We discussed the minimal risks associated with its presence, contrary to the potentially extraordinary risk of an exploration and retrieval. Dr (B)(6) discussed the risks of a reoperation to attempt to remove the fragment, including infection of a total joint arthroplasty and risk of fracture to the greater trochanter requiring fixation and possible revision. Pt expressed full understanding and states that he is comfortable proceeding with observation and no further planned surgical intervention. Multiple views. (B)(6). FDA safety report ID# (B)(4).

Event description:
This is a revision to a previously submitted form from (B)(6) submitted on 10/22/2019, pt identifier (B)(6). The corrections are pt's race and MFR. After the components were implanted, topical tranexamic acid was applied, and the wound was copiously irrigated. To begin closing, the short external rotators were repaired to the femur through drill holes with ethibond. A 2.0 mm drill bit was loaded on the drill by the surgical tech without issue and tested outside the body, and this was utilized to create drill holes through the proximal femur. The needle was directly passed with ease, with limbs thrown through the external rotators. The it band and skin was then closed in layers and a compressive silver lined dressing was applied, followed by a knee immobilizer and abduction pillow. A portable postoperative radiograph was obtained once the pt was transferred to his hosp bed, and the implants were in good position with no evidence of fracture. The film was reviewed in greater detail on a larger screen once uploaded to the system, and it was noted that a small metallic object was visible to near the greater trochanter. Ap and lateral views of the hip were ordered stat after speaking with the staff radiologist, and the portable films were obtained, which confirmed a radiopaque object just lateral to the proximal stem in the proximal femur. Our next pt was on the operating table and therefore the pt of concern was ordered to be sent to the radiology suite by dr. (B)(6) for add'l films. After reviewing this film, it was determined that the most likely source was a 2.0 drill bit tip. The original drill bit used in the case was found in the sharps container and identified as missing the tip, which correlated with the size of the radiopaque object on the pt's postoperative radiographs. The case was discussed among our surgical team as well as dr (B)(6). Dr. (B)(6) met with the pt directly to notify him that a retained drill bit tip was noted on the postoperative radiograph, and that it appears to be buried in the bone itself. We discussed the minimal risks associated with its presence contrary to the potentially extraordinary risk of a exploration and retrieval. Dr. (B)(6) discussed the risks of a reoperation to attempt to remove the fragment, including infection of a total joint arthroplasty and risk of fracture to the greater trochanter requiring fixation and possible revision. Pt expressed full understanding and states that he is comfortable proceeding with observation and no further planned surgical intervention. FDA safety report ID # (B)(4).